Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the expiratory limb of the complaint rt345 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed no physical damage to the returned expiratory limb and it's proximal connector. Sufficient glue was present in the glue port of the proximal connector. We were unable to perform a lot check as a lot number was not provided. Conclusion: we were unable to determine the cause of the problem reported by the customer as no fault was found with the returned expiratory limb and its proximal connector. The customer further stated that they did not observe condensation in the circuit or anywhere else in the setup. All breathing circuits are pressure and flow tested during production and those that fail are rejected. Our user instructions that accompany the rt345 state the following: "set appropriate ventilator alarm"; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Event description:
A hospital in (B)(6) reported to a fisher & paykel heatlhcare representative that water was leaking from the glue port of the proximal connector on the expiratory limb of an rt345 adult dual-heated evaqua breathing circuit. No patient consequence was reported.